Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "surgeon was broaching with accolade broaches and the left offset broach handle. The surgeon was striking the appropriate strike plate on the handle. Upon one particular blow to the strike plate, the locking tab that secures the broach to the handle broke off. The locking mechanism remained in the locked position and it was somewhat of a struggle to remove broach from handle. We used standard handle to complete and surgery proceeded w/o issue. The broken piece and broach handle will be returned."